Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with bluetooth devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of generator unavailable was confirmed and duplicated during electrical analysis. The root cause of the field observation was due to a bluetooth ble frequency drift which resulted in the inability to communicate with the returned ipg using a lab standard clinician programmer. The device was subjected to a functional test on automated test equipment (ate) and passed all test steps including the bluetooth ble test step.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.